Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a patient experienced a "phaco" burn. Sutures were placed and will be removed. The surgeon indicated that there will be no ongoing patient impact. Additional information has been requested. This is 1 of 2 reports from this facility.

Manufacturer narrative:
The company service representative examined system and no problems were found. The system was then tested and met all product specifications. However, there was no further information available about the handpiece. Based on assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).